Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date explanted - unknown, PMA/510(k) number - unknown, manufacture date - unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04209 / 04210).

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2012 and right total hip arthroplasty occurred on (B)(6) 2013. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. It is alleged that the patient underwent multiple revisions on unknown dates. Legal counsel further reports patient underwent revision procedures on unknown dates. Review of invoice history indicates the left total hip arthroplasty was performed on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.